Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported falsely elevated enzymatic carbonate (eco2) patient results were obtained on the dimension exl 200 instrument. The customer also indicated that the sample probe cleaner tubing was leaking. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument, ran a patient sample in replicates and performed a system check, which passed without any errors. The customer replaced the probe cleaner tubing and the cse checked the tubing during service visit. Quality control was run and recovered acceptably. In a subsequent visit, the cse found the reagent 2 (r2) vertical motor rotating without any movement. Then, the cse replaced the idler gear, performed alignments, primed the system, and ran system check, which recovered acceptably. Siemens further investigated the issue and determined instrument related factors potentially contributed to the falsely elevated eco2 results. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated enzymatic carbonate (eco2) results were obtained on a patient sample on a dimension exl 200 instrument. The erroneous eco2 result of >45 mmol/l was reported to the physician(s), who questioned the results. The patient was sent to the emergency department, where she was redrawn. The new sample was processed on a non-siemens instrument and recovered within normal ranges; this result was not provided by the customer. The new sample was also processed on the initial instrument, where it recovered falsely elevated. The sample was sent to an alternate facility and processed on a dimension vista instrument, recovering lower. Additionally, the sample was processed using a blood gas analyzer, recovering lower than the erroneous results. An eco2 result of 24 was reported, as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 results.